Event description:
This case was reported by a consumer (daughter of pt) and described the occurrence of elevated liver enzyme in a (B)(6) female pt who received triple salt dental adhesive gel (super poligrip extra care with poliseal) for denture adhesion. A physician or other health care professional has not verified this report. On a unk date, the pt started triple salt dental adhesive gel. At an unk time after starting triple salt dental adhesive gel, the pt experienced elevated liver enzymes. This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive gel was continued. At the time of reporting, the event was unresolved. The pt's daughter wondered whether her mother's elevated liver enzymes could be due to the use of super poligrip extra care with poliseal. The MFR's report number for this case is 9681138-2011-00215. Super poligrip is mfg in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).